Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-25685. It was reported the patient ((B)(6)) experienced uncomfortable pocket heating while charging with stimulation on. Subsequently, the patient was sent a replacement charging system which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.